Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the affiliate it was reported that 6 drill bit devices were used in the same surgery as the radiolucent drive device. Therefore, the radiolucent drive device is now 1 of 7 devices involved in the same event. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a surgical procedure for femur sub-trochanteric and trochanteric fractures it was observed that while performing distal screw locking using a pfna (proximal femoral nail antirotation) long nail, the physician could not drill the bone with the radiolucent drive device. The reporter stated that the device seemed to have weak torque. It was reported that there was 30 minute delay in the procedure due to the event, and an unspecified spare device was available for use. It was reported that the procedure was successfully completed, without using the radiolucent drive device. It was reported that the product/instrument was not broken during surgery. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.